Manufacturer narrative:
(B)(4).

Event description:
Explanted products were received for product analysis without any additional information. Further follow up showed that the patient passed away with no direct allegations regarding the vns device. Per the neurologist, the exact cause of death is not known but they didn¿t feel it was vns related. Patient resided in a group home. Death certificate could not be requested and the exact date of death is unknown. A significant portion of the lead, including the electrode array, was not returned for analysis; therefore, an evaluation and resulting commentary could not be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified with the returned portion of the lead. The generator performed according to functional specifications. The diagnostics were as expected. There were no performance or any other types of adverse conditions found with the generator. Data from the generator analysis shows that high impedance was present. The high impedance is reported in MFR #1644487-2018-01072.